Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 064 call service alarms. During testing, the pump emitted a cs 064 call service alarm while a rewind and prime step was attempted. The pump case was removed, and the motor drive assembly did not respond when tested with an external power supply, indicating an internal motor failure. Unrelated to the complaint, all of the keypad buttons were intermittently unresponsive. No damage was observed to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.